Event description:
It was reported that the user filled tubing while still connected to the infusion set after a cartridge change, resulting in unintended insulin delivery through the infusion set and a prolonged hypoglycemic event; the issue involved the infusion set and cartridge with user error during supply change and improper disconnection. Symptoms included dizziness, sweating, and disorientation associated with low and urgent low glucose alerts. Outcomes included urgent low and low glucose requiring oral glucose intake, with no need for professional medical intervention or assisted care, and recovery to in-range glucose. Investigation included troubleshooting and user education regarding proper disconnection before any supply change and adherence to on-screen instructions. Investigation of this case revealed that insulin was delivered into the user during ¿fill tubing¿ due to remaining connected to the infusion set, consistent with improper use of the infusion set and cartridge during a supply procedure. It was concluded, based on previously established findings for similar reports, that the cause was user error related to use of device component or accessories.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.